Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that there was a patient programmer issue. The light on the programmer was yellow. The patient did not have a replacement 9 volt battery for the external neurostimulator (ens). The battery light was also yellow on the screener. The light was blinking yellow and green. The trial was not successful because the patient was not urinating on their own. The patient could not get the clip off of their clothing to change the batteries. The patient could not get the battery changed. Follow up information received from the healthcare professional (hcp) reported that the cause of the event was that it "didn't work" and that the patient did not get >50% symptom relief. The hcp noted that there was no malfunction "to my knowledge".

Event description:
Additional information received from healthcare provider reports the neurostimulator trial was for retention.